Event description:
During a urinary procedure, the tissue pad came off the clamp arm. The tissue pad was retrieved. The procedure was completed with another device. There was no reported pt consequence.